Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer managed the issue by changing the infusion set and cartridge, then resumed insulin.